Event description:
Catheter was placed in 2000. In 2000 during a dialysis session it was noted that air was being sucked in, the tech noted foamy blood. It is unknown what lumen cracked. The product was possibly discarded by mistake, they are looking for it and will call the co back. The catheter was removed and replaced with product# 5633692 lot# 22ekc005, is working fine.